Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was called via phone unexpected battery power loss error was occurred in insulin pump . The blood glucose level was 112mg/dl. The insulin pump will not be returned for analysis.